Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3030 did not deliver energy to the hemopro. After the harvester had finished branch ligation on the lower leg and he was about to start the ligation on the upper leg, the hemopro did not cauterize. They replaced the cable and the hemopro worked fine. The hospital did not report any patient effects. The product is returning. The hospital follows proper sterilization per our ifus.